Manufacturer narrative:
Qn#(B)(4). Verification testing could not be performed as no sample was returned for analysis. A device history record (DHR) review was performed for the guide wire and catheter, and no manufacturing related issues were found. The probable cause of the guide wire and catheter separation could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer reports that an arterial line was placed. The patient was thought to be septic and had low blood pressure issues. The ER doctor using ultrasound placed an arterial line on the radial aspect of the left wrist. There were no issues placing the device and upon removal of the wire/guide needle assembly, the wire unraveled and appeared to be fractured. Patient showed no signs of life threatening complication and was sent to radiology. X-ray showed an appearance to be a segment of fractured catheter and a short segment of metallic wire. Intervention - the patient had no complication and material was removed by a plastic surgeon. Patient condition reported as fine.

Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report. The DHR did not show any relevant findings.

Event description:
The customer reports that an arterial line was placed. The patient was thought to be septic and had low blood pressure issues. The ER doctor using ultrasound placed an arterial line on the radial aspect of the left wrist. There were no issues placing the device and upon removal of the wire/guide needle assembly, the wire unraveled and appeared to be fractured. Patient showed no signs of life threatening complication and was sent to radiology. X-ray showed an appearance to be a segment of fractured catheter and a short segment of metallic wire. Intervention - the patient had no complication and material was removed by a plastic surgeon. Patient condition reported as fine.